Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device gave an intermittent ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing without duplicating a malfunction to the device. A review of the device logs indicate an ECG signal is obtained via pads view. However, the signal is lost due to the device not recognizing an adequate connection to the patient. The pads used at the time of the event were not returned for evaluation. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs the user on proper connection of accessories and proper pad application. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.